Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging the ventilator did not turn on. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The power supply was replaced to address the issue. During the evaluation, the removable air path foam and inlet air path assembly were replaced due to degradation, filter and tubing were installed.

Event description:
The manufacturer received information alleging the ventilator did not turn on. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The power supply was replaced to address the issue.